Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/07/2014. Evaluation shows camber plug came out of camber tube where it is bonded. Pouch is torn where strap attaches on left side. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that on the customers right side, the insert on the camber tube came out of the tube and the wheel fell off. The dealer states the customer alleges he then fell out of the chair.